Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
Dental office reported that a patient started whitening two weeks on (B)(6) 2017. Patient called in a few days later and said she had mild irritation of the gums, but nothing more. Then, the patient called dental office again on (B)(6) 2017 saying that she woke up with puffy/swollen lips and blisters on her gums. Advised office to contact the patient immediately and to advise her to discontinue use of the kör desensitizer permanently, and to also stop whitening until all swelling/symptoms subside.advised that the patient visit the dentist and her general practitioner to help with any symptoms. Followed up with dental office on (B)(6) 2017, who said the patient returned to normal after one week, but that she is hesitant to resume whitening. The patient did not have to visit her general practitioner after visiting the dentist.